Manufacturer narrative:
The customer contacted resmed astral support to request assistance troubleshooting an astral device with an unresponsive touchscreen. An astral support representative went through the troubleshooting steps with the customer and requested the device be rebooted. Rebooting resolved the customer issue, therefore, no device was returned to resmed for investigation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.